Event description:
The customer reported that the two side panels have zipper damage on the canopy. No pt injury was reported.

Manufacturer narrative:
(B) (4) - zipper damage. Evaluation of the returned product shows that the large window a zippers slider body is open. Large window b zippers slider body is open. Front side a, there's a one inch tear on the end of the drainage port. Front side a on the top center strap is cut. Backside b drainage port at the start and end there is a one inch tear. (B) (4).